Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece trigger wouldnt release and continued to power tool even after surgeon released button. Mps stated: was the cutting tool still on when outside of the haptic boundaries? Yes.

Event description:
Mics handpiece trigger wouldn't release and continued to power tool even after surgeon released button. Mps stated. Was the cutting tool still on when outside of the haptic boundaries? Yes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Based on the results of investigation. Reported event: it was reported that the mics hand piece trigger wouldn't release and continued to power tool even after surgeon released button. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0as7 and all 25 devices were accepted into final stock on (B)(6) 2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as7 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.